Event description:
It was reported a piece of the distal end of the wand came off while the physician was performing an arthroscopic hip procedure. The physician was unable to recover the missing device fragment. No pt complications were reported as a result of this event.